Manufacturer narrative:
The specific lot number of suspect device that caused the csf leak was not provided at the time of this report. Refer to concomitant medical products for second lead (model: lead1058-70b; lot: 94509479; gtin: (B)(4); exp: sep 30, 2024; mfg: oct 7, 2021). The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient acquired a cerebrospinal fluid (csf) leak. The patient was hospitalized and underwent a procedure (type of procedure unknown). The device was not removed. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.